Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) did not inflate fully. Iab inserted in the cath lab and was only inflating 1/2 way. Iab removed and the customer visualized the iab was not inflating all the way outside of the body. No attempt was made to reinsert the another iab. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) did not inflate fully. Iab inserted in the cath lab and was only inflating 1/2 way. Iab removed and the customer visualized the iab was not inflating all the way outside of the body. No attempt was made to reinsert the another iab. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) did not inflate fully. Iab inserted in the cath lab and was only inflating 1/2 way. Iab removed and the customer visualized the iab was not inflating all the way outside of the body. No attempt was made to reinsert the another iab. There was no reported injury to the patient.